Event description:
On (B)(6) 2009, pt reported that both up and down arrow buttons on her infusion device worked intermittently. She did not know when the issue began. Pt states she discovered the issue during a bolus. She reports that both buttons pop back up when pressed. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.